Event description:
It was reported that during fixation in the implant attempt, the lead malfunctioned because the helix would not deploy. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4) the full lead was returned and analyzed and the helix was disengaged from helical channel. The inner tubing was kinked/buckled and there was blood in/on the helix mechanism and sleeve head.